Event description:
It was reported that an unspecified alarm occurred on the homechoice (hc) device during fill 6 of 12 of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, an evaluation could not completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.